Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 6 products gts varised femoral stem size -1, reference pv129gm1, batch j3960337 were manufactured on 9 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that revision surgery was performed post one month of implant surgery as a fractured line was found in the femur during routine x-ray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and corrected information. The product was returned and lab analysis was performed. Visual control shows that there is some scratches just below of the top of the piece on each side, but no apparent damaged or defects on the products has been noticed. Dimensional control has been performed. Stems has been found conforming to specification. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to bone fracture: 1 complaint, this one included, has been recorded on gts varized femoral stem size -1, reference pv129gm1, from 5 november 2018 to 20 april 2020 according to available data, root cause of the event was unable to be determined. A summary of the investigation is to be sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that revision surgery was performed post one month of implant surgery as a fractured line was found in the femur during routine x-ray. No additional patient consequences were reported.